Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating the power supply error, during the initial test. There was no patient involvement.